Event description:
The patient was implanted with a pump in 2003. The physician ordered it to be programmed at 0.15 milligrams, but instead, it was programmed at 1.5 milligrams. The error was caught the next day and "the patient really did fine - they had some nausea - vomiting, but they stopped the pump and started it at a lower dose." The patient is reported to have had no long lasting effects.